Manufacturer narrative:
On(B)(6) 2021, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. The catheter tip was physically damaged. The catheter tip looked smashed. The damaged catheter was not used in the procedure. The catheter was replaced, the procedure continued successfully. Device evaluation details: the device was visually inspected, and the shaft was found kinked whit no exposed wires near the tip. The tip of the catheter was found in normal conditions . A manufacturing record evaluation was performed for the finished device e8295307 number, and no internal actions related to the reported complaint condition were identified. The event described could not be confirmed . Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. Additionally, the lot number was updated to e8295307. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a soundstar eco 8fg ultrasound catheter. The catheter tip was physically damaged. The catheter tip looked smashed. The damaged catheter was not used in the procedure. The catheter was replaced, the procedure continued successfully. There were no wires or braids were exposed and the damage did not result in any lifted or sharp rings. The physician felt that something was not right when inserting device and immediately removed and did not use. No detachment occurred. No patient consequences were reported. The broken tip is MDR-reportable.